Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump has with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 380 mg/dl. The high blood glucose readings were treated with a novolog pen. It was stated that the customer may be sleeping on the insulin pump because the event has occurred in the morning. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.